Manufacturer narrative:
The insulin pump alarmed during prime test due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to prime alarms. The insulin pump passed the displacement test. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked case near display window corners and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics where called to assist customer at home. The blood glucose reading was 141 mg/dl when the paramedics arrived. Caller stated that the customer's insulin pump was alarming motor error and it was 100 units of insulin missing from the reservoir. Caller stated that the paramedics where called to prevent of customer to have low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.